Manufacturer narrative:
Na

Event description:
It was reported that the lead exhibited noise on the ventricular lead. The noise was observed on a stored egm in 2009. All measurements were in range. Isometric testing could reproduce the noise. The lead was capped.